Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6)., and the reported events could not be conclusively established through this evaluation. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient ultimately received a heart transplant. The relevant sections of the device history records for (B)(6) were reviewed and showed no relevant deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia and myocardial infarction as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 6 also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was asymptomatic and hemodynamics remained stable. They were treated with direct current (dc) cardioversion, which resulted in improvement. No clinical compromise was observed. It was also noted that the patient had a history of ventricular tachycardia pre-left ventricular assist device (lvad) implant. The arrythmia was attributed to the underlying condition that led to lvad implant, the arrhythmia was not thought to have been device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was hospitalized for ventricular fibrillation with subacute myocardial infarction in (B)(6) 2022.